Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that ventilator generated alarm and failed while on a patient. No injury reported.

Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis showed that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2016 at 14:53h. Investigation of similar events has shown that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The front panel was not available for investigation. Therefore further root cause analysis was not possible. In december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
Please see initial report.